Event description:
A pt underwent a therapeutic procedure to perform hemostasis in the stomach. The resolution clip device was noted to have some difficulty opening due to sticking. The clip then dislodged prior to the intended deployment. The pt did not sustain any reported complications or ill effects as a result of the misfired device. The procedure was successfully completed with another of the same device.